Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: one event was reported for this quarter. Product return status: one device was received for evaluation. Evaluation status: one event was confirmed during testing. One device was found to be affected by a mechanical problem. Product disposition: the device was repaired and returned to the user facility. Additional information: there were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device reportedly overheated. One event had patient involvement; no patient impact.